Manufacturer narrative:
It was brought to the MFR's attention that there is the possibility that the rod was not contoured properly and the screw may not have been fully seated. X-rays have been requested but, not yet provided. The pedicle screw was examined under microscope and the mfg and inspection records were reviewed. The screw was made according to specification and there were no mfg defects noted. Unfortunately, the set screw was not returned along with the pedicle screw. When tested with an exemplar set screw, the set screw was not returned along with the pedicle screw. When tested with an exemplar set screw, the set screw was able to be loaded onto the pedicle screw as intended. W/o the subject set screw, the MFR was unable to recreate the incident and no firm conclusions can be drawn however, this MDR is being filed as a precaution.

Event description:
Denali set screw loosened approx five weeks post-operatively. Pt was revised.